Manufacturer narrative:
The returned ipg was analyzed and was charged fully from its hibernation. It passed the functional test, and an electrical test revealed normal device characteristics. However, a review of the charge profile revealed charging issues due to the thermistor effect and active stimulation during the charging cycle. With all the available information, boston scientific concludes. Unable to confirm the as reported observation with testing of the product return. The reported charging issue was due to the device orientation or charging technique. Hence, the probable cause selected for this complaint is no problem detected. No escalation is required at this time.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg will be returned.